Event description:
Customer reported an erroneous low access ostase test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous low test results did not match previous test results obtained for this pt. The erroneous low test results were not reported out of the laboratory. Repeat analysis was performed with the unicel dxi 800 access immunoassay system. The test results were higher and matched previous test results for the pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was serum. Quality control (qc) data was not provided, but archive data file indicates that qc was run once daily. No qcf (qc failed) flags were noted. No system check data was provided. Customer did not report any event log messages associated with this event. On (B)(4) 2010, the field service engineer evaluated the analyzer. Ran dark counts check, system check, high sensitivity foam/no-foam test and carryover test-all passed. Reran qc; all qc recovered within limits. System check passed. Fse reported to customer that he found no hardware issues. Instrument was verified as performing to specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.